Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013. During the procedure, the handpiece would not activate. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
It was reported that this device event is not malfunction reportable. Therefore, this medwatch report is not reportable.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device operated as intended. Upon receipt of additional information, this medwatch report 2210968-2013-27588 has been updated from not reportable to malfunction reportable.